Event description:
An account issue was reported with the abbott diabetes care (adc) device. The customer was unable to access the application account due to an e-mail and password combination incorrect issue. As a result, the customer was unable to monitor glucose with sensor readings and experienced unspecified hypoglycemic symptoms. They were unable to self-treat and required treatment of glucagon provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.